Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported device is not responding when slide clamp is inserted and not powering on, which was reproduced. The cause was determined to be a failed upper latch switch, which may cause pump to not turn on if door is opened using slide clamp. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which was not responding when the slide clamp was inserted and not powering on. There was no patient involvement. No additional information is available.